Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned yet and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturer date for the reported sensor serial number is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. This serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer experienced excessive bleeding after inserting the adc sensor. Customer had symptoms described as "bleeding, swollen and pain". Customer self treated with ibuprofen and then was seen by a healthcare professional where an unspecified medication was administered by a healthcare professional. Customer stated "possible infection on the back of the upper arm". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is based on the customer's report of "september". All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer experienced excessive bleeding after inserting the adc sensor. Customer had symptoms described as "bleeding, swollen and pain". Customer self treated with ibuprofen and then was seen by a healthcare professional where an unspecified medication was administered by a healthcare professional. Customer stated "possible infection on the back of the upper arm". There was no report of death or permanent impairment associated with this event.